Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter in two segments was returned for evaluation. Visual, microscopic visual, and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue and identified deformation due to compressive stress, wear, and material separation as a compound break to the catheter was noted just distal of the distal end of the cath-lock. One region of the break, both edges and surface, was smooth, and the other edges and portion of the surface were not smooth. The surface was granular in this area. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, b5. H11: b3, h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a procedure through the right internal jugular vein, the catheter allegedly broke near the 15 cm marker. The device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the catheter allegedly broke near the 15 cm marker. There was no reported patient injury.